Manufacturer narrative:
(B)(4). Eval, results: inspection of the returned product shows that the pt access windows side right zipper slider does not lock. Note: posey instructions for use warning indicates: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Test that all of the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).

Event description:
Customer reported that one of the canopy panels has a tear on the netting. There was no pt incident or injury reported.